Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low scan was received on the sensor when compared to a competitor meter. The customer became hyperglycemic with symptoms of dizziness, headache, and a loss of consciousness however, the customer was able to self-treat with an unspecified of insulin with the assistance of their caregiver. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.